Manufacturer narrative:
The technician isolated the issue to worn casters. He replaced the four casters to repair the stretcher.

Event description:
Info received indicates the casters are locking into brake, but the casters continue to swivel.